Event description:
It was reported to tyco/kendall healthcare that following a successful delivery, the fse would not untwist and detach from the baby's scalp. Artery forceps were required to remove it. A chunk of skin was also removed from the baby's scalp.

Manufacturer narrative:
The customer reports a sample will be returned for evaluation. An investigation is currently underway, upon completion the results will be forwarded.